Event description:
It was initially reported to bsc/targe that during the procedure it was noticed that a foreign substance was inside the fasstealth balloon dilatation catheter. The condition of the patient was not affected by this event. Upon evaluation of the device in december 2001, it was found that the balloon was ruptured and the balloon coil was not present in the balloon, making this complaint an MDR.